Event description:
The user received questionable results for three patient samples. Of the data provided, results for two of the samples were discrepant. Patient sample 1 initial alt (alanine aminotransferase) result was -6 u/l with a data flag. The sample was automatically repeated and the result was 79 u/l. The sample was then repeated on p module serial number (B)(4) and the result was 38 u/l. Patient sample 2 was from a (B)(6) male. The initial ast (aspartate aminotransferase) result was -67 u/l with a data flag. The sample was automatically repeated and the result was 87 u/l. The sample was then repeated on p module serial number (B)(4) and the result was 14 u/l. The patients were not affected as the initial results were not reported outside the laboratory. The results from p module serial number (B)(4) were believed to be correct and those were reported outside the laboratory. The alt and ast reagent lot numbers were not provided. The field service representative determined the sample probe was hitting the side of the test tubes causing a fluidic failure of the sample aspiration. He adjusted the sample probe to all sample points. To verify the analyzer operation, he performed quality control and precision testing with all results within the user's specifications.